Event description:
There was an allegation of questionable estradiol (e2) results for 1 patient sample on a cobas 8000 e 801 module. The initial result was <5 ng/l. The result was questioned by the biologist and the sample was repeated. The repeated result was 37.4 ng/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was also reported that several other samples had visible bubbles and "samp.b" alarms. Numeric results were not provided for the other alleged samples. The field service representative found the camera to be off-center. He adjusted it and it is now within specification. The investigation is ongoing.

Manufacturer narrative:
The field service representative checked and cleaned the instrument. Sample foam detection images were reviewed during the investigation. The images showed a suspicious reflection at the sample surface which might prevent sufficient sample foam detection recognition. The investigation reviewed the system's alarm trace and a high amount of sample foam detection alarms (>600/1000 alarms) were observed. However, the sample foam detection images hardly showed any air bubbles. A general quality issue with the analytical unit and the assay can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.